Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic hernia repair procedure, the tissue pad on the sonicbeat device became worn down and frayed, making continued use difficult. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of pad worn out was confirmed. Based on the results of the investigation, it can be inferred that the grasping section was closed without grasping any tissue, including after tissue resection, while the output was activated, leading to wear of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.